Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's left ventricular (lv) lead was found to have dislodged, and the dislodgement was confirmed under fluoroscopy. No electrical malfunctions were reported. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction e1: reporter address line 1 field should be :1201 pleasant valley road.